Event description:
The patient reported an elevated blood glucose reading of "hi" with her target range being 80-100 mg/dl. She stated her symptoms were vomiting and feeling "sicker than a dog" and she corrected her levels by giving herself an insulin injection. She said she is new to insulin pump therapy and is having difficulties with her infusion sets. She stated she is nervous about inserting the set. She stated that after her elevated blood glucose reading she checked her infusion set and the cannula was not in her skin, but was kinked up and sitting on top of her skin under the adhesive. She stated she has had to throw several sets away because she has not inserted them properly. The patient was educated on proper insertion technique and sent an insertion device, prep wipes, infusion sets and a guide to site management. On follow up the patient stated she is doing well and her blood glucose levels are back to normal. The patient did not require assistance from a healthcare professional or second party to address the issue. The product was replaced.

Manufacturer narrative:
No product will be returned for evaluation.